Event description:
Hcp reports patient presented with signs of withdrawal including nausea/vomiting and sweating. The physician attributes the catheter "slit" secondary to the patient bumping the pump. The patient was feeling much better after receiving oral medication to help the withdrawal symptoms. The catheter was explanted and replaced. The patient was noted as: "patient hasn't felt this good in over a year."